Manufacturer narrative:
Approximate age of device ¿ 2 years. The device was returned for evaluation. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the system controller produced a driveline fault alarm. The patient was asymptomatic. A system controller exchange was performed, and the driveline fault occurred again on the new controller. X-rays were reviewed by a representative of the manufacturer¿s technical services team, and appeared to show a thinning area on the external portion of the driveline. Log file analysis confirmed the driveline fault alarm. A distal end percutaneous lead (driveline) replacement was performed; however, the driveline fault alarm occurred post-replacement. On (B)(6) 2017, the patient underwent a pump exchange, and it was reported that the operation was successful and the patient was doing well. No additional information was reported.

Manufacturer narrative:
Correction. The replaced portion of the percutaneous lead (driveline) was returned for evaluation on 16jan2017. Device evaluation: only the replaced portion of the driveline was returned for evaluation. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, vad-55760 has not been returned for evaluation. The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2016 - (B)(6) 2017 and showed a string of yellow wrench advisory/driveline fault alarms on (B)(6) 2017. Despite the driveline fault alarms, the pump speed remained above the low speed limit for the duration of the log file with stable pump parameters. It was reported that the patient''s system controller was exchanged and the driveline fault alarms reoccurred on the backup system controller. A distal end driveline replacement was performed on (B)(6) 2017 and approximately 15 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline. Visual inspection found no areas of damage to the outer silicone sleeve or clear bionate layers. Significant breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with approximately 3 years of use. Microscopic inspection of the underlying wires revealed no areas of damage to the inner metal conductors or areas of compromised wire insulation along the length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation did not reveal an issue that would have contributed to the captured driveline fault alarms. Information provided indicated that the driveline fault alarms reoccurred following the driveline replacement procedure and the patient underwent a pump exchange on (B)(6) 2017 due to suspected driveline wire damage. The account reported that the operation was successful and the patient was doing well. The patient remains ongoing on vad support and no further events have been reported following the pump exchange at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.